Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient experienced an ipg site hematoma. As a result, surgical intervention took place on (B)(6) 2016 at which time his entire scs system was explanted and a drain was placed at the ipg site. Follow-up information provided indicated there was very little drainage at the ipg site. The patient will continue to follow up with his physician to determine if any further action is necessary to address the issue.

Event description:
Additional information received identified the patient's drainage at the ipg site has stopped. The wound has reportedly healed.